Event description:
It was reported that during a ptca/stent procedure, while attempting to deploy a stent, the balloon burst when pressurized above rated pressure. The stent delivery system was retracted and resistance was met, and force was applied in removing the delivery system against resistance. It was noted that the balloon portion of the stent delivery system had become separated. The balloon was succussfully retrieved with a snare device. The procedure was completed and no patient injuiry was reported.